Manufacturer narrative:
(B)(4).

Event description:
It was reported that he patient presented to the clinic. It was noted that the patient experienced intermittent pocket stimulation, which was able to be reproduced. Upon interrogation, the atrial lead exhibited noise which led to inappropriate mode switches. The noise was able to be reproduced in clinic. The device was reprogrammed. The patient was fine and would continue to be monitored.

Event description:
New information received indicates that the lead was capped. The patient was stable after the procedure.